Event description:
On (B)(6) 2012, the patient contacted animas alleging that the pump was rebooting. The patient stated that the pump was frozen on the verification screen. She stated that she changed the battery and the battery cap in an attempt to fix the issue, without success. The patient denied any cracks in the casing of the pump, and denied any corrosion in the battery compartment. The patient confirmed that the battery cap is intact. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the pump was returned with keypad damage and unresponsive keypad buttons. Testing for the alleged power issue could not be appropriately completed due to the button unresponsiveness. Unrelated to the power complaint, a review of the black box showed evidence of time and date resets. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.